Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a "system error 2267" message that appeared on the display of home patient's homechoice (hc) machine during fill 4/6 of home patient's automated peritoneal dialysis (apd) therapy. Reportedly, hp noticed that one of home patient's supply bags had a kinked port, in an endeavor to fix this, hp disconnected the supply bag from the hc set supply line of the cassette. Shortly after doing this, hp received a "system error 2267" message. Hp contacted the tsc who assisted home patient in ending home patient's treatment early. No patient injury or medical intervention was reported at the time of the initial report. Rn will review proper procedures with hp.